Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(kitchen)

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi, 153 and 537 mg/dl. The customer's expected fasting blood glucose test result range is 95 - 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: hi (B)(6) 2017 06:48 am fasting:yes; 153mg/dl (B)(6) 2017 06:50 am fasting:yes; 136mg/dl (B)(6) 2017 06:48 am fasting:yes; 537mg/dl (B)(6) 2017 06:48 am fasting:yes; 97mg/dl (B)(6) 2017 06:48 am fasting:yes. Memory concerns: hi, 153, 136, 537mg/dl. Customer is concerned with hi reading on meter. Customer had reading of 537mg/dl and hi fasting.